Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the battery oscillator device, it was determined that the device would not run, the electrical control unit (ecu) was damaged, the bearings were worn, the coupling attachment device could not be disengaged, and the trigger of the device was sticking. It was noted that the control unit was defective. It was further determined that the device failed pretest for check the off/on/on mode, trigger test, check the battery coupling, check the saw head, and check the quick coupling for saw blades. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.